Event description:
It was observed that during the device evaluation, the subject device exhibited air supply and water supply nozzle was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the event could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.